Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a high shock impedance measurement of 146 ohms. The observations were thought to be due to air bubbles which have since dissipated. The patient also reported experiencing pain near the location of the pocket. Boston scientific received additional information that due to the pain the patient was continuing to experience, surgical intervention was performed and the s-ICD was repositioned in the patient. Afterwards an induction test was performed successfully. The s-ICD system remains in service and there were no additional adverse patient effects reported.